Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead failed to extend. The lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.